Event description:
It was reported that on (B)(6) 2005, the patient underwent a spine fusion surgery on the cervical region of her spine from c6 to c7 using rhbmp-2/acs. Reportedly, patient's post-operative period was marked by severe and unrelenting head and neck pain radiating into both of her upper extremities. A cervical CT scan performed on (B)(6) 2005, revealed disc-osteophyte formation which touches the left aspect of the cervical cord at the implant level. A cervical CT scan performed on (B)(6) 2006 revealed graft material seen within the disc space and right sided disc herniation with associated osteophyte formation at the c5-6 and c6-7. Reportedly, patient continues to experience severe and unrelenting neck pain that radiates into her upper extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2005, the patient presented with preop diagnosis of herniated disk, left c6-c7. And postoperative diagnosis of herniated disk, left c6-c7, with extruded fragments, multiple. The patient underwent - 1) complete anterior cervical diskectomy, c6-c7. 2) anterior interbody fusion, c6-c7. 3) local bone graft. 4) bone morphogenic protein. 5) interbody cage, hydrosorb, 6 mm high x 11mm wide x 11 mm deep. 6) anterior cervical plate, zephyr, c6-c7. 7) sseps and emgs. During the procedure, dissection was taken medial to the sternocleidomastoid and carotid vessels and lateral to the trachea and esophagus down to the anterior aspect of the cervical spine at c6-c7. There was 1 traversing vein right across the c6-c7 disk space, which was elevated and divided transversely after it was ligated. The anterior aspect of the cervical spine was identified. Peanuts were used to strip off the prevertebral fascia, and a spinal needle was placed into the disk space at c6-c7 to confirm the appropriate level on fluoroscopy in the lateral plane. Periosteum was elevated off the anterior aspect of the body at c6 and c7 and discectomy was started at c6-c7. Caspar retractors were placed and caspar distractors at c6-c7 followed by complete anterior cervical diskectomy at c6-c7. The disk space was fairly empty after removing the anterior longitudinal ligament and anterior annular ligament. A pituitary rongeur was placed in the disk space after it was distracted and endplate cartilage was removed off the endplates at c6-c7. Complete anterior cervical diskectomy was undertaken back to the posterior longitudinal ligament. There was a large rent in the posterior longitudinal ligament on the left side. At least, 4 very large fragments of disk material were removed from the anterior aspect of the epidural space on the left side at c6-c7 and they were extruded fragments. The rhoton dissector was used to elevate fragments of disk material from this area and they were all removed. Multiple passes were made. Multiple other fragments of disk material were removed. A kerrison rongeur was used to remove bone from the anterior and inferior aspects of the body at c6. At the disk space at c6-c7, a foraminotomy was undertaken on the left side of c6-c7. Bone was removed from the posterior aspect of the disk space at c6-c7. Multiple fragments of disk material were removed. The wound was irrigated with triple antibiotic solution. Endplates were decorticated of articular cartilage and they were perforated with a triple o curette with multiple holes down to bleeding bone. A trial implant of 7 mm height was placed into the disk space at c6-c7. This fit quite nicely. It was elected to use hydrosorb 7 mm high x 11 mm wide x 11 mm deep cage. This was then packed with bmp and local bone graft. Additional bone graft and bmp was placed in the gutters lateral to the cage after the cage was implanted into the disk space. Distraction was removed and distraction screws were removed. The cage and bone graft was kept in place by distraction and compression. Additional bone graft and bmp was placed. Superior aspect of the body of c7 and anterior and inferior aspect of the body of c6 was elevated and bone graft was removed. A 22.5 mm zephyr plate was placed over the bodies at c6 and c7 and held in place with temporary pins.